Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. However, it was noted that there are two sets of setscrew marks on the is-1 pin. One set of setscrew marks on the is-1 pin is too proximal and one set is in the correct position. It cannot be determine when but, at some time, the lead was not fully inserted into the device. Concomitant: 559245 ra lead, implanted 2008-(B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was oversensing with noise and was possibly fractured. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.